Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep adjusted the 5v on monitor cart from 5.02 to 5.2. The system operates as intended.

Event description:
It was reported that the 9800 system locked up during a case. The system had to be rebooted and the procedure was completed without further incident. The monitor also blacks out during fluoro. No pt injury was reported.